Event description:
The jagwire was preloaded into a cannula for a follow-up therapeutic ercp procedure. When the physician removed the system from the endoscope, the nurse found that a small piece of the device's floppy tip fell off from the tip of the jagwire. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.